Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded one in each cornu.") In a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of iron deficiency anemia and menorrhagia in 2017 and parity 5, multi gravida, urinary tract infection, postmenopausal bleeding, polycystic ovarian syndrome, methicillin-resistant staphylococcus aureus infection, hyperthermia, endometriosis, defect coagulation (nos), obesity, abnormal uterine bleeding and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Biopsy heart] on (B)(6) 2017: chronic endometritis without atypia. [Pathology test] on (B)(6) 2017: diagnosis after microscopic examination: uterus and fallopian tubes; hysterectomy and bilateral salpingectomy: adenomyosis. Benign proliferative phase endometrium. Benign paratubal cysts, otherwise fallopian tubes including fimbriae without significant diagnostic abnormalities. Cervix, unremarkable. Two coiled wires, up to 2.5 cm, one in each cornu, identified. Specimen: uterus, cervix, bilateral fallopian tubes. Clinical information: menorrhagia with irregular cycle, iron-deficiency anemia due to chronic blood loss. Gross description: there are two tightly-coiled wires, up to 2.5 cm, embedded one in each cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded one in each cornu.") In a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of iron deficiency anemia and menorrhagia in 2017 and parity 5, multi gravida, urinary tract infection, postmenopausal bleeding, polycystic ovarian syndrome, methicillin-resistant staphylococcus aureus infection, hyperthermia, endometriosis, defect coagulation (nos), obesity, abnormal uterine bleeding and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Biopsy heart] on (B)(6) 2017: chronic endometritis without atypia [pathology test] on (B)(6) 2017: diagnosis after microscopic examination: uterus and fallopian tubes; hysterectomy and bilateral salpingectomy: adenomyosis. Benign proliferative phase endometrium. Benign paratubal cysts, otherwise fallopian tubes including fimbriae without significant diagnostic abnormalities. Cervix, unremarkable. Two coiled wires, up to 2.5 cm, one in each cornu, identified. Specimen: uterus, cervix, bilateral fallopian tubes. Clinical information: menorrhagia with irregular cycle, iron-deficiency anemia due to chronic blood loss. Gross description: there are two tightly-coiled wires, up to 2.5 cm, embedded one in each cornu. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical device removal was updated to device embedded.reporters, patient information, medical history, lab data, indication, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.